Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, the device exhibited noise. The device was replaced with a new device. Noise was still present with the new device but not as much compared to the previous one. The new device was interrogated in another room showing a clearer signal. There were no issues with the patient or the implant procedure. The patient was stable before, during, and after the procedure. Related manufacturer reference number: 2938836-2019-15944.